Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6. Correction to g3 of the initial medwatch. The aware date should be 30-jan-2024. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation for the following issues the root cause could not be identified: error message e315 and the foreign material in auxiliary water channel. The information of reprocessing steps provided from the user, confirmed that there was no obvious deviation from instructions for use. The event can be [detected/prevented] by following the instructions for use which state: instructions for use warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was a diagnostic colonoscopy, that was completed using another device. The malfunction and the exchange for another endoscope resulted in approximately 30 minutes delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not verify the reported issue. Other evaluation findings are as follows: the grip has foreign objects; the connecting tube has foreign objects; the jet tube has foreign objects; the air/water tube has foreign objects; the adhesive on bending section cover has foreign objects; the suction cylinder has no color; the control unit has a crack; the plastic distal end cover has a scratch; the adhesive around objective lens has discoloration; the adhesive around lg lens has discoloration; the universal cord has coating peeling; and, due to damage on seal ring, flexibility adjustment ring does not rotate smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope shows error code e315 (endoscope not supported). The issue was found at preparation for use for an unspecified procedure. There were no reports of patient harm.